Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: the received drill shows signs of intense usage which is evident from the cutting edges which are blunt and slightly damaged. The drill was found to be broken from around the middle of the flute region. The breakage surface reveals a smooth surface. This confirms a sudden brittle fracture which was caused due to the application of high bending and torsional load. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to being user related. The appearance of breakage surface and cutting edges indicates an intense usage and application of high bending and torsional load, leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when inserting a polar screw into the side of the nail, the hand of the surgeon became unstable and the drill was overloaded, resulting in breakage." Update 12/17/2021: no debris have been left in patient¿s body. The procedure could be completed successfully with a substitute.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when inserting a polar screw into the side of the nail, the hand of the surgeon became unstable and the drill was overloaded, resulting in breakage." Update (B)(6) 2021 : no debris have been left in patient¿s body. The procedure could be completed successfully with a substitute.